Event description:
On (B)(4) 2013 it was reported that the vns patient had high impedance during a clinical visit that day. The patient was referred for x-rays. The manufacturing records for the lead were reviewed and the device met all specifications prior to distribution. A blc was performed which showed 9.37 years remaining until eri=yes. The physician later reported that the generator was disabled due to the high impedance and x-rays were taken but the patient was scheduled for surgery before the x-rays could be sent back to the physician. It was unknown if any patient manipulation or trauma occur that is believed to have caused or contributed to the high impedance. The patient underwent a full revision surgery on (B)(6) 2013. It was reported that the hospital does not return explanted products to the manufacturer.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed device met specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on april 12, 2013 when it was reported that the lead impedance after surgery was within normal limits.